Event description:
It was reported that both the atrial and ventricular leads had high impedance, no capture or sensing, and noise was seen on the electrogram. The atrial lead had undefined impedance. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.